Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 1.7. Time between testing: immediate. Pt's therapeutic range: unknown.

Manufacturer narrative:
Per complaint issue, venous sample was used on inratio meter. Per product insert, "the inratio/inratio2 system is designed to use fresh capillary whole blood. Plasma or anticoagulated whole blood should not be used." Due to off-label use of the product, analysis of the reported inr results is not appropriate. No product is expected to be returned. Retained strips were tested and revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot #275255: donor 1: 1st inr: 3.6, 2nd inr: 3.6, 3rd inr: 3.5, ref: 3.02, bias threshold: 2.02 - 4.02. Donor 2: 1st inr: 3.9, 2nd inr: 3.4, 3rd inr: 3.3, ref: 3.51, bias threshold: 2.51 - 4.51. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.